Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 8042b implantable pulse generator (ipg) implanted: 2009-(B)(6), 4965-35 implantable pacing lead implanted: 2009-(B)(6), 4965-35 implantable pacing lead implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance at 2000 ohms and wasn't able to capture at maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.